Event description:
A customer from the united states reported to biomérieux false resistant imipenem results for an escherichia coli patient isolate in association with vitek® 2 ast-gn87 test kit. The escherichia coli isolate was tested with ast-gn87 and the result for imipenem was resistant with the other two carbapenems on the card being sensitive. The customer stated the resistant result was reported to the physician and they were not able to retest so they had extended antibiotic treatment to be covered. The same patient had a proteus sample and the imipenem was also resistant. Upon the physician requesting a retest, the result was sensitive. The physician then requested retesting for the escherichia coli isolate but it was discarded. The patient had lab tests at another facility where the escherichia coli and proteus isolates had sensitive results. The customer reported that the doctor could not confirm the escherichia coli results so the patient was treated with antibiotics for ten (10) days. The customer stated there were no adverse reactions seen or noted for the patient in regards to being on the antibiotic for an extended period of time. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states had reported to biomérieux false resistant imipenem results for an escherichia coli patient isolate in association with vitek® 2 ast-gn87 test kit. An internal biomérieux investigation was performed. It was determined that this issue was linked to fsca 3445 - card pouch integrity issue, in which there were holes in the white card pouches of some cards at the stitch seam. The expected result of tears/holes in the pouch due to the previous stitch seal would be moisture degradation of the antimicrobials, thereby elevating the mics, or causing false resistance. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(6) 2017, stitch wheels with a new design were installed that resolve the issue. A customer communication has been created ((B)(6) 2017) and distributed to customers who received impacted card lots. The customer letter includes instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter also explains the potential effects of moisture exposure on card performance.